Event description:
Additional information was received from the healthcare provider via a company representative who reported that the first motor stall occurred on (B)(6) 2021 at 9:51 pm. The home nurse interrogated the pump on (B)(6) 2021 but was unable to recover; the pump recovered on its own later that day at 4:29 pm. In addition, the pump stalled again on (B)(6) 2021 at 8:32 am and recovered at 11:00 am. There were no external factors that contributed to the event. The pump was replaced today and the issue was resolved at the time of the report. The pump will be returned for analysis. The patient's weight was 215 pounds and they had a medical history of chronic low back pain. The patient was without injury at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving fentanyl (5,000 mcg/ml, 1,000 mcg/day) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that over the weekend, the patient go a code on the ptm of 8476 (pump stall code). The patient reported a nurse interrogated the pump and redirected the patient to go the ER. About 18-20 hours after the stall, the pump restarted. The patient stated their healthcare professional (hcp) was working on getting the pump replaced and they were directed to contact the manufacturer. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient was redirected to their hcp to further address the issue.